Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector cover was damaged, the video connector contact were damage, and the objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the rigid tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the rigid video laparoscope cable section of the handle and scope distal end rotated together. The issue occurred during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1(initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.